Event description:
The patient had expired while using the device. The family member had called to request assistance in retrieving the device event history from their deceased pt's device. The reporter stated that the patient died suddenly in 2005. Reporter reports that they found the pt deceased approximately 3 days following death. The cause of death is unknown. The pt was wearing the device at the presumed time of death. The family member's initial review of the history shows that the infusion set was changed the day before the death at 0100. The reporter reports that the pump "stopped delivery" on the day the pt expired at 1300. The reporter would like the device evaluated and a print out of the event history log to determine if these are related", furthermore, they requested that the actual pump be returned to them directly and not be altered.